Event description:
During preventative maintenance of the device, the user reported the over-temperature thermostat would turn off at 45 degrees celsius instead of 43 degrees celsius. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.